Event description:
During a bilateral blepharoplasty, a patient sustained a burn near their eye.

Manufacturer narrative:
The patient had to receive medical intervention in the form of a cold compress. However, the generator in question was returned to conmed and was evaluated by a conmed technician. The generator had met the manufacturing specifications and operated as intended. Injuries of this nature are typically attributed towards accessories as the generator simply supplies energy. To be consistent and conservative, conmed would like to make the f.d.a. Aware of this incident. (B)(6) has been notified as well.